Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 76-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had a cp being delivered for support of a patient who arrested in the community. When placed via the 14fr long sheath the introducer kinked and was replaced. The team successfully placed the cp via the short sheath. The team additionally placed ECMO (extracorporeal membrane oxygenation) and reperfusion sheaths. The patient condition was poor despite all measures and care was withdrawn.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. As noted in the impella IFU: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ corrected information for the initial MFR 1220648-2023-05117 was provided in sections b2, b5, h1, and h6. Note: corrected information provided in h6 is an addition to previous coding.

Event description:
Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation into the introducer damage ¿ mechanical issue has been completed since the original report was filed. The device was returned for investigation. The 14fr x25cm sheath and 14fr dilator were returned for evaluation. Multiple kinks were found along the sheath of the introducer. In addition, the dilator was found to be scratched and deformed at the tip. The cause of the sheath kink and dilator damage was most likely due to patient's calcified iliac artery.